Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after being implanted, the right atrial (ra) lead dislodged and exhibited a loss of capture. The lead was noted to be pacing and sensing the ventricle. A revision was done to reposition the lead. The ra lead remains in use. No patient complications have been reported as a result of this event.